Event description:
Dexcom was made aware on 09-25-2024, that on 06-21-2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 09-25-2024, the patient reported that on 06-14-2024, the sensor fell off 7 days after it was inserted in the arm while the patient was sleeping. After she woke up, she noticed her arm was swelling. She tried first aid such as putting a hot compress on the area. Afterward, the patient went to consult a doctor. The doctor gave her antibiotics, amoxicillin, (875 mg - twice a day for 7 days) to avoid infections. The patient was fine at the time of the report 3 months later. No photo was provided for review. No additional details were documented. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).